Manufacturer narrative:
One hundred samples of the returned product were tested for knot pull tensile strength and the results obtained for lot number kbr930 and lot number dpr145 were above the ethicon requirements for sample average. Lot number hkr083 and lot number ggr213 failed to meet the ethicon requirements for sample average. An investigation was conducted. All batches complied with requirements in all stages of production, mfg and qa audits showed all requirements were met. Lots used in the affected batches were mfg at a site that was closed in 1996. Root cause could not be determined, though cause may be attributed to the variaiblity associated with the natural inherence of the suture.

Event description:
Suture breakage post op. Customer reports that suture broke 24 hours post op. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.